Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer also reported a battery out limit alarm occurring on the insulin pump. The customer's blood glucose was 223 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to force sensor resistor damage by moisture; also intermittent buttons due to corroded keypad traces and traces of moisture were noted at the lcd board and motor assemblies per our visual inspection. The insulin pump powered up properly after battery installation, the operating currents are within specification. No unexpected battery out limit alarms noted. No button error alarms noted. The insulin pump has cracked case at the display window corners, cracked battery tube threads and minor scratched display window.